Event description:
It was reported that the cylinder of this ambicor penile prosthesis (app) did not inflate. A surgical procedure was performed during which the existing device was removed. No further information was provided in relation to this event.